Event description:
It was reported the patient never had a therapeutic effect since implant and stimulation never relieved the patient¿s pain. After implant, they were only able to get stimulation on the right leg and not the left where the patient¿s pain was. The patient experienced stimulation in the wrong location which started 6 months ago. The patient thought a lead had moved because the patient experienced stimulation pulsing on the side of her leg rather than the back of her leg. There were no reported falls or trauma that the patient knows of but that she had just been having bad back pain like she always had. The patient tried to adjust the stimulation and it was not working properly. The stimulation was on the inside of her leg. The patient was normally on program 2 which worked on the back of her leg. The device was reprogrammed, but it was then stimulating both legs and stim was greater on the right than the left. The stimulation on the left side caused more pain in the left knee. Stimulation in both legs was ¿destroying¿ her right leg by giving stim to the leg that was not needed. They were not able to get stimulation in only the correct leg because the physician had filled out the form stating the patient needed stim in both legs. Troubleshooting was performed by taking each program down to 0.0v and slowly increasing one at a time to find out where each program was hitting the patient. The patient had 3 programs: program 2 at 4.30v was in her elbow, which program 2 had never been that high and she never felt it in her elbow previously; program 1 she felt it on the inside of her leg, knee and back of leg, which the patient did not want stimulation on the inside; program 3 at 0.9v she felt on right knee. The patient would have rather just turn stimulation off until she was able to have someone look at the device. The patient called the rep 4 weeks prior to the date of this report for reprogramming, but never had a reprogramming session. Within 3 weeks of the event, the patient¿s physician changed her oral medications. With the new meds the patient was comfortable and did not need ins therapy. The patient reportedly wanted the ins removed/explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent. Of note: the onset of the patient¿s stimulation in the wrong location was unclear, as it was reported it began 6 months ago and 4 weeks ago.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v121706, implanted: (B)(6) 2008, product type: lead; product ID 3998, lot# v121706, implanted: (B)(6) 2008, product type: lead; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).